Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. During the displacement test, the unit properly alarmed no reservoir when the motor traveled outward and then reached the end of travel. No displacement anomaly noted during testing. Device was programmed with multiple test boluses. All boluses delivered properly and was recorded in the bolus history screen. The device also delivered the basal profiles. The daily total screen properly listed the total insulin delivered. No bolus anomaly, basal anomaly or daily total anomaly noted. Device had intermittent button response on the act button due to flattened dome switch (no crease). No button error alarm noted. During visual inspection, the keypad connector on the lcd/b was found locked properly. Device uploaded properly using carelink. Device had minor scratched display window, cracked battery tube threads and scratched reservoir tube window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's nurse reported via phone call that customer was hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 600 mg/dl. The customer's other blood glucose was 400 mg/dl. The customer was treated with insulin drip. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will be returned for analysis.